Event description:
Event verbatim [preferred term] burn [thermal burn], use of the wrap directly on the skin/ she did not check her skin under the product while wearing thermacare [device use error]. This is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number 8121aa, expiration date aug2020, via an unspecified route of administration from (B)(6) 2018 to (B)(6) 2018 for pain and soreness. Medical history included eczema and sensitive skin. There were no concomitant medications. Customer purchased the thermacare heatwraps and saw there was a recall and wanted to see what to do about compensation since she had a bad batch, this time it burned her. A week before (in (B)(6) 2018) she used a thermacare heatwrap and it burned her on the lower back after 5 minutes of use of the wrap directly on the skin. She saw her primary care provider who instructed her to apply cold compresses to the burn. The burn was now more like a bruise after a week. The provider also prescribed her antibiotics, amoxicillin to take just in case. The consumer checked seriousness criterion of required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury) and considered there was a reasonable possibility that the event burn was related to the device. The consumer classified her skin tone as very light or fair. The color of the box purchased was red. No product was remaining. Number of hours per day that thermacare was used was 5 minutes. The consumer has previously used thermacare in (B)(6) 2018 but did not experience the same problem. She has previously used heating pad for pain relief for 10 minute increments and did not experienced a problem. She was wearing several layers of clothing over the thermacare product and attached the adhesive to body and left on for 5 minutes. The consumer did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare and did not read the usage instructions on thermacare before she used the product. She used thermacare that day for 5 minutes. A sample of the product was not available to be returned as discarded of wraps. The action taken for the product was permanently discontinued in (B)(6) 2018. The outcome of event burn was resolved with sequel in (B)(6) 2018. The outcome of the event "use of the wrap directly on the skin/ she did not check her skin under the product while wearing thermacare" was resolved in (B)(6) 2018. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn" and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burned her". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no; complaint confirmed: no; non-assignable (complaint not confirmed).

Event description:
Event verbatim [preferred term] burn [thermal burn], use of the wrap directly on the skin/ she did not check her skin under the product while wearing thermacare [device use error]. This is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient (pregnant: no) started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number 8121aa, expiration date aug2020, via an unspecified route of administration from (B)(6) 2018 for pain and soreness. Medical history included eczema and sensitive skin. There were no concomitant medications. Customer purchased the thermacare heatwraps and saw there was a recall and wanted to see what to do about compensation since she had a bad batch, this time it burned her. A week before (in (B)(6) 2018) she used a thermacare heatwrap and it burned her on the lower back after 5 minutes of use of the wrap directly on the skin. She saw her primary care provider who instructed her to apply cold compresses to the burn. The burn was now more like a bruise after a week. The provider also prescribed her antibiotics, amoxicillin to take just in case. The consumer checked seriousness criterion of required medical surgical intervention to prevent permanent impairment/damage to a body function/structure (serious injury) and considered there was a reasonable possibility that the event burn was related to the device. The consumer classified her skin tone as very light or fair. The color of the box purchased was red. No product was remaining. Number of hours per day that thermacare was used was 5 minutes. The consumer has previously used thermacare in (B)(6) 2018 but did not experience the same problem. She has previously used heating pad for pain relief for 10 minute increments and did not experienced a problem. She was wearing several layers of clothing over the thermacare product and attached the adhesive to body and left on for 5 minutes. The consumer did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare and did not read the usage instructions on thermacare before she used the product. She used thermacare that day for 5 minutes. A sample of the product was not available to be returned as discarded of wraps. The action taken for the product was permanently discontinued in (B)(6) 2018. The outcome of event burn was resolved with sequel in (B)(6) 2018. The outcome of the event "use of the wrap directly on the skin/ she did not check her skin under the product while wearing thermacare" was resolved in (B)(6) 2018. As of (B)(6) 2015, the product quality complaint (pqc) group investigation results stated that after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burned her". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no; complaint confirmed: no; non-assignable (complaint not confirmed). No follow-up attempts are possible. No further information is expected. Follow-up (08nov2018): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment: based on the information provided, the event of "burn" and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event of "burn" and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.